Event description:
It was reported that a merlin.net transmission revealed that the ICD exhibited ams episodes that were possibly attributed to noise on the atrial channel. Electrical measurements were stable. No further intervention was taken. The patient's condition was reportedly good.